Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review: overall size of the hardware is appropriate. There is superior and posterior dislocation of the femoral head. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 08028, 0001822565 - 2017 - 08029, 0001822565 - 2017 - 08030, 0001822565 - 2017 - 08031. Concomitant medical products: apr stem, unknown part/lot , acetabular cup, unknown part/lot, femoral head, unknown part/lot, acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient has been indicated for revision approximately 23 years post-implantation due to unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient's right hip has been indicated for revision approximately 23 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.